Manufacturer narrative:
No blank display noted. Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. Device had cracked battery tube threads, broken reservoir tube lip.

Manufacturer narrative:
No blank display noted. Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, unexpected restart, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. Unit had cracked battery tube threads, broken reservoir tube lip.

Event description:
Customer reported via phone call that battery compartment and reservoir compartment clear plastic ring was cracked. Customer's blood glucose level was 90 mg/dl at the time of the incident. Customer stated that insulin pump had blank display and display was returned. Customer stated that the reservoir was able to lock in place when inserted into insulin pump. Customer states the pump has physical damage. Customer stated the infusion set and reservoir did not show signs of damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.